Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 mg/dl and it was addressed with a manual injection. During troubleshooting with tandem's technical support (cts), it was noted that there were large air gaps seen. Cts educated the customer on the cartridge loading steps.